Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The emergency lamp indicator blinking on the front panel was due to a faulty emergency lamp. All of the light-emitting diodes (led) on the front panel were blinking continuously due to dust inside the scope sensor. Once these were cleaned, the blinking did not occur. Additionally, the error e207 displaying on the monitor screen was due to a faulty emergency lamp, the low light in vision was due to a foggy white light lens, dust inside the unit needed to be cleaned, there were minor hit marks on front panel, a minor scratch on the top cover, minor corrosion on the rear panel, scope socket has light corrosion but it operates normally, and the lamp completed its lamp life of 500 hours. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is determined that all leds of the front panel were blinking due to the adhesion of foreign material to the electrical contacts on the connector causing an abnormal communication with endoscope. Additionally, it is determined that the emergency lamp indicator blinking on the front panel was due to a faulty emergency lamp. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service officer reported on behalf of the customer, the evis exera iii xenon light source front panel led lights are blinking continuously. Also, an e207 (main lamp) error was displayed, and emergency lamp indicator was blinking. The event occurred during maintenance and no procedure was involved. There was no report of patient harm associated with this event.